Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring on the flow sensor module was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a leak in excess of 4.5lpm causing a loss of mechanical ventilation. There was no report of patient involvement.